Manufacturer narrative:
An investigation is in progress to determine the cause of this reported event. The field service engineer (fse) replaced the set up joint (suj) to solve the issue. An RMA was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue. The investigation to determine the cause of this reported event is currently in progress. As such, the probable root cause cannot yet be determined based on the information provided.

Event description:
It was reported that after a da vinci-assisted malignant hysterectomy surgical procedure, caller tried to recover the fault and restart system without improvement. Technica support engineer (tse) verified presence of errors 32100 in logs pointing at issue with a break on arm 3. The procedure was completed with no reported injury.